Event description:
It was reported that customer stated pump displayed malfunction without providing further details and without any available blood glucose information. There was no reported impact to the customer¿s blood glucose level. Pump history review later showed no malfunctions and no events on reported date, pump was planned for return for further analysis, and customer was provided replacement pump.